Manufacturer narrative:
The report event of autoreducing was confirmed. As received, visual inspection showed the returned lead (b) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer reference number: 1627487-2023-01772. It was reported the patient experienced ineffective stimulation due to the leads being fractured from a fall. Surgical intervention took place wherein the leads were explanted and replaced with one lead since the physician was unable to access the t12 area. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.